Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (underwent robotic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain'), device dislocation ('the coiled wire is not identified in the right / approximately 50% of the length of the right essure') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, irritable bowel syndrome and asthma. Concurrent conditions included asthma, menstrual disorder nos, uterine leiomyoma, sulfonamide allergy (rash), stomach pain, dysmenorrhea, hyperlipidemia and panic attack. Concomitant products included alprazolam, citalopram, docusate, salbutamol (albuterol) and simvastatin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and complication of device removal ("other injury(ies) or complication please describe: removal of the right coil"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2014, d and c and surgical removal of right coil ((B)(6) 2014),hysterectomy with bilateral salphingectomy((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, anxiety, depression and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure device was successfully occluded.. Pregnancy test: on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received : reporter's information and lot number were added. Events added: abnormal bleeding (vaginal, menorrhagia), anxiety, depression, other injury(ies) or complication please describe: removal of the right coil. Outcome of event pain was updated. Medical history, lab data and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain'), device dislocation ('the coiled wire is not identified in the right / approximately 50% of the length of the right essure') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, irritable bowel syndrome and asthma. Concurrent conditions included asthma, menstrual disorder nos, uterine leiomyoma, sulfonamide allergy (rash), stomach pain, dysmenorrhea, hyperlipidemia and panic attack. Concomitant products included alprazolam, citalopram, docusate, salbutamol (albuterol) and simvastatin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and complication of device removal ("other injury(ies) or complication please describe: removal of the right coil"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2014, d and c and surgical removal of right coil ((B)(6) 2014),hysterectomy with bilateral salphingectomy((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, anxiety, depression and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain'), device dislocation ('the coiled wire is not identified in the right / approximately 50% of the length of the right essure') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, irritable bowel syndrome and asthma. Concurrent conditions included asthma, menstrual disorder nos, uterine leiomyoma, sulfonamide allergy (rash), stomach pain, dysmenorrhea, hyperlipidemia and panic attack. Concomitant products included simvastatin from (B)(6) 2016 to (B)(6) 2016 for hyperlipidemia, docusate from (B)(6) 2016 to (B)(6) 2016 for irritable bowel syndrome as well as alprazolam, celecoxib (celexa) from (B)(6) 2013 to (B)(6) 2016, citalopram and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), complication of device removal ("other injury(ies) or complication please describe: removal of the right coil") and urinary tract disorder ("urinary disorders"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2014, d and c and surgical removal of right coil ((B)(6) 2014),hysterectomy with bilateral salphingectomy((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, vaginal haemorrhage and urinary tract disorder had resolved and the device dislocation, menorrhagia, anxiety, depression and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plantiff received treatment for pain bleeding and urinary disorders diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : new event' urinary disorder' was added. Outcome for the event pain, bleeding and urinary disorder were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.